Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 for experiencing high blood glucose. The customer¿s blood glucose level was 1090 mg/dl at the time of incident. Customers blood glucose level at the time of call was 140 mg/dl. The customer was not using auto mode at the time of incident. Customer declined for troubleshooting. The device will not be returned for analysis. No further patient complications were reported.